Manufacturer narrative:
From the device history record, lot#20190802-23-sh was manufactured on 02nd aug 2019. Based on supplier investigation, device history record review did not indicate any exception that could lead to the reported incident. The average linting data is 0.207g / 10 pieces. No sample was available for investigation. According to the supplier, or towel is made of cotton, so cotton fiber is born and inevitable. Supplier is continuously working with cardinal health to better control the linting and have implemented several measures to improve it: suctions machines have been installed in grey cloth rolling process, dyeing process and cutting process. The suction process was added before product's final folding, and workers do it according to standard operation procedure requirement. Linting test method and acceptable criteria was stipulated to see the suction results. (=0.38g/10 pieces). In the folding process, supplier used one cloth pad under 100 pieces semi-finished products to avoid linting stuck onto the products during product's transfer. From the investigation, there is no abnormal situation happened in production. Therefore, the root cause could not be determined. The complaint information was informed to the relevant sectors for their awareness. There is no action taken at this time, but supplier will continue to monitor the trend of this type of incident.

Event description:
The customer reported excessive amount of lint coming off the blue surgical towels pwtb04-stm from the neuro angiography pack sne40nacfa during a case on a patient who had a history of a stroke. The customer could not confirm the exact procedure performed. The towels were used to drape over the patient and layered to cover the drip lines. Several pauses were needed to clean the lint from gloves, catheters, instruments and saline bowl. There was no patient injury. No patient demographics were provided after several attempts to obtain. Cardinal health is filing an MDR for potential risk to patient.